Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation did not duplicate the user's report of image difficulty. However, there was evidence of fluid invasion in the electrical connector burndy contact pins, copper plate-3 and endoscope connector, which could have caused or contributed to the user's experience. The cause of fluid invasion could not be determined, as the endoscope passed leak test. This report is being submitted as an MDR in an abundance of caution.

Event description:
The user facility reported that during a diagnostic colonoscopy, they experienced a total loss of video image. The procedure was completed with a different, but similar device. There was no pt injury reported.